Event description:
Device 1 of 4; reference MFR. Report: 1627487-2018-06747, reference MFR. Report: 1627487-2018-06748, reference MFR. Report: 1627487-2018-06749. Follow up information identified the physician explanted and replaced the patient¿s ins. The physician also explanted and replaced the lead at the l3 vertebral level. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4: reference MFR. Report: 1627487-2018-06747; reference MFR. Report: 1627487-2018-06748; reference MFR. Report: 1627487-2018-06749. This patient is enrolled in a clinical study. It was reported the patient experienced ineffective stimulation after an unrelated procedure. Diagnostics revealed low impedances on one of the leads. As a result, the patient may be awaiting surgical intervention on the drg system. Note: all of the patient's leads are being reported because it is unknown which lead is liable.